Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breast cancer. The patient had surgery in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breast cancer. The patient had surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During evaluation found evidence of dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed . A fibrous, hair-like contaminant was found inside the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has dust/dirt contamination consistent with water ingress. There was evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.